Event description:
It was reported that during a routine service visit, the handpiece was leaking oil out of the head. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and the complaint of the device leaking was confirmed. The investigation is ongoing and this report will be updated when the eval is complete.